Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision total hip for reoccurring dislocation. During the surgery, metal debris was noticed in the acetabular polyethylene. Upon further inspection corrosion was noticed on the trunnion of the stem and inside the femoral head.